Event description:
It was reported that during a procedure, after post mapping, the physician decided to go back and perform more lesions. Upon inserting the farawave pulsed field ablation catheter and advancing, the physician observed excessive bubbles drawn back while aspirating. The bubbles were not seen in the shaft of the faradrive steerable sheath clear, but air ingress was suspected in the valve. It was advised that previously the insertion tool was advanced past the plane of the sheath valve and breached while inserting the non-boston scientific mapping catheter for mapping. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis. It was further reported, the sheath was not replaced, and the procedure was not cancelled. The physician had already ablated and wanted to go back into the body to widen their lesion set. However, upon discovering that the sheath had been possibly damaged, the physician decided not to widen the lesion set and end the case with what they had already completed. The method of irrigation used during the procedure was a pump. No air was observed in the patient. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during a procedure, after post mapping, the physician decided to go back and perform more lesions. Upon inserting the farawave pulsed field ablation catheter and advancing, the physician observed excessive bubbles drawn back while aspirating. The bubbles were not seen in the shaft of the faradrive steerable sheath clear, but air ingress was suspected in the valve. It was advised that previously the insertion tool was advanced past the plane of the sheath valve and breached while inserting the non-boston scientific mapping catheter for mapping. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis. It was further reported, the sheath was not replaced, and the procedure was not cancelled. The physician had already ablated and wanted to go back into the body to widen their lesion set. However, upon discovering that the sheath had been possibly damaged, the physician decided not to widen the lesion set and end the case with what they had already completed. The method of irrigation used during the procedure was a pump. No air was observed in the patient. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.